Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with diaphragm stimulation and no capture in the right ventricle. An x-ray revealed a perforation from this right ventricular (rv) lead. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.